Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). Product evaluation: device analysis is expected but not yet begun.

Manufacturer narrative:
Date of this report: (B)(6) 2015 date manufacturer received: 07/09/2015 product evaluation: when received for analysis, there was evidence of biological contamination. One of the electrode wires was protruding through the lu men under the cuff which would have resulted in the reported event. The instructions for use state, ¿there is a greater risk of damaging the tube under extreme operating conditions, such as excessive bending, prolonged procedures, and repeated manipulation.¿ (B)(4).

Event description:
It was reported that ¿the patient got the thyroid surgery. After the operation, the doctor found the wire exposure, the balloon couldn¿t be inflated and found leakage.¿ it was confirmed that the tube was inspected prior to use, at which time it was intact and patent. The exposed wire was discovered after the completion of surgery. There was no patient impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.